Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok, up and down arrow keypad buttons either not responding when pressed or have to be pressed several times for a response. The pt claimed that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down and ok keypad buttons intermittently responded to user inputs during testing, the up and contrast keypad buttons required excessive force to activate during testing, it was observed the up and contrast key contacts were misaligned, the contrast key was also inverted, the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.